Event description:
Additional information received identified the patient underwent surgical intervention wherein the lead was explanted and replaced with another model which resolved the issue. Additionally during surgery, visible fracture was noted on alleged lead. Also, the ipg was replaced electively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced loss of stimulation. System diagnostics determined invalid impedances on the lead. Surgical intervention will be taken at a later date to address the issue.